Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a neck dissection, while being applied at the vessel ligation in the neck, the patient incurred a temporary injury and the vessel severed rather than ligated. The issue resolved itself. The patient had no injury.